Event description:
The customer reported that during setup to initiate ivtm therapy, "check the following" air trap message would not clear from the thermogard xp ivtm system (s/n (B)(4)) setup screen. Suk/catheter leak check was completed, and no suk or catheter leak or any leaking fluids were noted. The customer was unable to clear the message to proceed to the standby treatment mode. The customer initiated and completed the treatment using another thermogard console. No consequences or impact to the patient.

Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4)) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site by zoll service because the customer was able to resolve the problem by cleaning the air trap sensor block. The biomed confirmed that the "check the following" air trap message would not clear from the thermogard console's setup screen even with a full air trap inserted. The biomed removed the air trap's sensor block and observed liquid (glycol) on the air trap sensors. The biomed cleaned the air trap sensor block, placed it back, and the issue was resolved. The thermogard console functioned as intended and was placed back for clinical use. Therefore, service was not required to be performed by zoll.